Manufacturer narrative:
One catheter was received with an attached monoject 1.5cc limited volume syringe and contamination shield. The balloon inflated but failed to maintain inflation due to leakage. Interlumen leakage was found to be in the backform between the inflation lumen and pa distal lumen. All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the balloon latex, the catheter body or the returned monoject 1.5cc limited volume syringe. The report of balloon issue was confirmed. The reported defect was confirmed to be a manufacturing defect. An investigation was opened to determine the cause of the complaint and implement any necessary actions.

Manufacturer narrative:
The initial complaint of deflation difficulty was not confirmed during product evaluation; however, an interlumen leakage that resulted in an inability to maintain balloon inflation was identified. An awareness training was provided to the manufacturing personnel to bring attention to this type of product failure that occurs during the manufacturing process.

Event description:
It was reported that a swan ganz catheter had a faulty balloon. As reported: the balloon inflated fully when outside the patient with approximately 1ml of air but did not passively deflate. This was tried a couple of times, still the balloon did not passively deflate fully. The swan-ganz catheter was removed from sheath- balloon inflated, small bubbles of air seen coming out of tip of cassette. Balloon not visibly leaking while inflated outside patient. Additional information, including patient condition, has been requested.